Event description:
It was reported that during procedure the bone pins bent and got stuck in the soft tissue protector. Bone pins were twisted out and re drilled. No patient injuries or delays reported.